Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. Service history found no previous services. The event history log was reviewed and there are no errors related to the customer complaint. The reported issue was not confirmed. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device gave an error code 41622. No patient involvement.